Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and high lead impedance. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.